Event description:
It was reported that the patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, the patient is planned to undergo a revision on a date not yet scheduled due to potential delamination of the nexel humeral implant noted by the surgeon in post-op x-rays. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; d1; d2; d4; d6; d10; g1; g3; g4; g6; h1; h2; h4. D10: item# 00840001411; lot# 62875414. Item# 00840009000; lot# 65143434. Item# 00840009400; lot# 64737347. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow revision approximately three (3) years and four (4) months post-implantation due to delamination of the nexel humeral implant noted by the surgeon in post-op x-rays. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; d10; g1; g3; g6; h1; h2; h3; h6. D10: item# 00840001411; lot# 62875414. Item# 00840009000; lot# 65143434. Item# 00840009400; lot# 64737347. Item# 00840019402; lot# 64935878. Item# 00840019402; lot# 64935878. Visual examination of the returned product identified that the humeral component shows signs of wear and tear with some wear marks near the plasma coating on the proximal end of the stem. There is also some staining/discoloration on the proximal end of the stem. The plasma coating on the shaft of the stem has one particle that is attached, the rest of the plasma coating in that area is missing. An unknown foreign substance was embedded in the returned poly bearings visually consistent with the porous coating. Radiographs were reviewed by a healthcare professional. The single image contains an amplified view of an xr, limiting the assessment. The issue was confirmed through product return and delamination may not be accurately captured on plain film; therefore the image was not submitted to radiology for further assessment. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.